Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the precision optium meter was reviewed and the dhrs showed the precision optium meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test as the test does not start when the sample is applied to the adc glucose meter. The customer could not obtain glucose readings, felt "slack" and subsequently lost consciousness. Paramedics were called and administered glucose and painkillers for treatment. There was no report of death or permanent injury associated with this event.